Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, this device was unable to cross the lesion. Upon removal of the device, damage was noted on the stent. The procedure was completed with another device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.